Event description:
On (B)(6) 2019, the patient presented with a large atrial septal defect (asd). A gore septal occluder was first attempted, but was unsuccessful. The device was exchanged for a 30mm amplatzer septal occluder and inserted with a 10f hauesdorf sheath. The left atrial disc was deployed but took the shape of a "cobra head". Several attempts were made to recapture and reshape the device unsuccessfully. The device was removed and replaced with a 30mm amplatzer septal occluder, but the physician was unable to seat the device properly to eliminate the shunt. The device was retrieved without issue and the physician decided to cancel the procedure as the patient had been on the table for 3+ hours. The patient is reported to be stable.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.